Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 26, 2017: legal medical records received. In addition to what was previously alleged , pfs alleges that patient felt a grinding feeling, walking with a limp, elevated cobalt and chromium and restless leg syndrome. After review of medical records for the MDR reportability, patient was revised due to metallosis and acetabular malposition. Intraoprative notes stated that during the removal of femoral head, there was some metal latent debris at proximal portion. A specimen synovium and pseudocapsule with metal debris were extracted and sent for cultures. There were no laboratory results for alleged high metal ions. Product codes and lot numbers were provided. This complaint was updated on jun 2, 2017.